Event description:
Description of event: on november 5 patient reported that she had soreness at the incision area and it was very itchy and irritated. It was determined that the adhesive that was used in the operating room was what caused the itching and irritation that was resolved once the bandages were removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).